Manufacturer narrative:
(B)(4).

Event description:
It was reported that "right tibial diaphysis osteoid osteoma rf ablation. The on control device was used to drill through the bone to obtain access to the lesion for the ablation probe. The cortex of the bone was very dense and notably difficult to traverse. The device was used in pulse trigger fashion. The inner 12g needle and tip of 10g needle fractured during use and was retained in the patient. It was eventually retrieved with an orthopedic trephine needle extractor set. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). Fractured pieces of oncontrol shaft were returned for evaluation. 3 pieces were returned. Blood particulates were noted. The pieces were decontaminated and inspected. Both needle and biopsy sets were severely fractured that an accurate dimensional measurement was not possible. Viant is the supplier for oncontrol. A device history record (DHR) review was completed for lot 75941067. No issues or nonconformities were noted. Case details were reviewed. Customer stated, "right tibial diaphysis osteoid osteoma rf ablation. The oncontrol device was used to drill through the bone to obtain access to the lesion for the ablation probe. The cortex of the bone was very dense and notably difficult to traverse. The device was used in pulse trigger fashion. The inner 12g needle and tip of 10g needle fractured during use and was retained in the patient. It was eventually retrieved with an orthopedic trephine needle extractor set." 3 fractured small pieces of oncontrol shaft were returned for evaluation. The pieces were observed to be severely damaged. Additional information was requested. A response was received. Per customer both inner 12g and outer 10g fractured. Customer is unsure if excessive force was applied. Patient condition is fine. Per instructions for use (IFU) states the following: indications for use: the arrow oncontrol bone lesion biopsy system is intended for bone biopsy of the vertebral body and bone lesions. Do not apply excessive force to driver/ needle set. Procedure was done in a tibial site and is considered offlabel use. Damages observed indicate the cannula was subjected to excessive stress leading to fracture. This likely due to the anatomical conditions (density of bone). A manufacturing record review was completed by viant and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and user error. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that "right tibial diaphysis osteoid osteoma rf ablation. The oncontrol device was used to drill through the bone to obtain access to the lesion for the ablation probe. The cortex of the bone was very dense and notably difficult to traverse. The device was used in pulse trigger fashion. The inner 12g needle and tip of 10g needle fractured during use and was retained in the patient. It was eventually retrieved with an orthopedic trephine needle extractor set. The patient was reported as fine post the procedure."